Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer reported that the most probably cause for the reported b30 error is the following: b30 error occurs if communication to send data from an endoscope to the video system center at connection of the endoscope is not normally completed. It is highly possible that some influence such as a strong disturbance blocks communication temporarily, and then, the error occurs.

Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined.

Event description:
The service center was informed that during testing after maintenance, the clv-190 displayed an ¿b30¿ errors on multiple scopes on one tower. There was no patient involvement reported.